Manufacturer narrative:
(B). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The report of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was an inappropriately set minimum drain volume percent setting too low. The homechoice apd systems trainer¿s guide. The patient guide gives the warning that "if you set the minimum drain volume percent too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 22:58:11. During night drain cycle five, the patient's ultrafiltration reading was 1153ml, indicating the home patient (hp) drained 1153ml more than their maximum programmed fill volume of 1500ml. No additional information is available.